Event description:
Consumer complains of lo meter results.

Manufacturer narrative:
(B)(4). Investigation confirms a bent pin on the strip connector (one pin is pushed down so it's not making contact when the strip is inserted). This results in sample not fully detected or not detected at all, leading to error message. The defect does not appear to be induced by the user as there are no marks or damage in this area of the meter.